Manufacturer narrative:
Updated fields : b4, g4, g7, h2, h10, h11. Corrected field: g3 (report source).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the visual inspection portion of the pm due to the display being delaminated. Large circles of delamination were detected on the lcd portion of the monitor which obstructed the functionality of the display and caused the lcd to be illegible. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the visual inspection portion of the pm due to the display being delaminated. Large circles of delamination were detected on the lcd portion of the monitor which obstructed the functionality of the display and caused the lcd to be illegible. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the customer has declined to repair the iabp device at this time. Good faith efforts (gfe) attempts were made to the customer requesting relevant data, and the customer reported that the iabp has been removed from service and that it has not been determined if the iabp unit will be repaired and returned to service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer that encountered the issue, ordered a new display lcd panel, a cable video receiver to lcd, and a nec display mounting plate that need to be replaced in order for the problem to be corrected. Additional information has been requested, and we will report accordingly when it becomes available. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the visual inspection portion of the pm due to the display being delaminated. Large circles of delamination were detected on the lcd portion of the monitor which obstructed the functionality of the display and caused the lcd to be illegible. There was no patient involvement, and no adverse event reported.